Event description:
Device malfunction: device #4 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of a proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles. A second, third and fourth device were used with the same results. A prostar device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
Device #1: part# 12673-03, lot# 69112-6h, is being filed under medwatch MFR #2953144-2009-00525. Device #2: part# 12673-03, lot# 69112-6h, is being filed under medwatch MFR #2953144-2009-00526. Device #3: part# 12673-03, lot# 69112-6h, is being filed under medwatch MFR #2953144-2009-00527. He device is expected to be returned for evaluation. It has not yet been received.